Manufacturer narrative:
One year service history was reviewed and no related issues were found. An internal report indicates no further related rlad issues have been reported for this device. Root cause: the root cause of this failure was a defective rlad. The device failed safe with an alarm.

Event description:
There was not a transfusion recipient or patient connected at the time of the event, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. Technician was able to verify the reported condition. Technician performed troubleshooting on the return line air detector (rlad) and confirmed failure of the rlad sensor. The rlad unit was replaced per manufacturer specification. The unit was tested and the repair confirmed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they received several 'fluid seen too soon' alarms. Patient information is unavailable at this time. Patient outcome is unavailable at this time.